Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the ems was dispatched due to low blood glucose. Customer's blood glucose was unknown. Customer was wearing the device at the time when ems was dispatched. Customer had another incident where the ems was dispatched due to high blood glucose. Customer's blood glucose was almost 600 mg/dl. Customer mentioned there was damage to the drive support cap. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.